Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. No evidence of device malfunction was found during the investigation. The log review confirmed the ilet was operating as intended; dosing requests aligned with cgm trends, and no malfunction alerts occurred just prior to or on the day of the event. Device data show the ilet ran out of insulin at 6:44pm on 05-jun-2025, with insulin delivery resuming approximately four hours later following a cartridge change and 56.6-unit tubing fill. At that time, cgm glucose was greater than 400mg/dl, and the ilet delivered basal and correctional insulin in response. A "usual dinner" meal announcement was also made, though it is unclear whether this reflected actual food intake or was intended to address hyperglycemia. While the exact cause of the severe hypoglycemia is uncertain, insulin stacking from correctional delivery and a possible meal announcement in the setting of marked hyperglycemia is the most likely contributor. It is also possible the user remained connected during tubing fill, though this cannot be confirmed.

Event description:
On 11-jun-2025 the user reported that on (B)(6) 2025, they were found unresponsive by caregivers and transported to the hospital, where they were admitted for treatment of hypoglycemia. The lowest reported blood glucose (bg) during the event was 40mg/dl. The user could not recall details from the event.